Event description:
On april 28, an elderly man, chronic dialysis pt, was dialyzed on a b3-2.0a filtryzer. Within 3-5 mins, he started complaining about shortness of breath, and approx 5 mins later, was in pulmonary arrest. He was successfully resuscitated. After these adverse events, this pt was dialyzed with a fresenius polysulfone dialyzer, f-80, but no adverse reaction occurred. On may 5, the pt was about to be discharged, but there was a communication error and the pt was put on a b3-2.0a filtryzer. The same sequence of events happened as on april 28. The resuscitaion was successful but hypoxemia with bilateral pleural effusion occurred that kept the pt in the hosp until june 10. At the end of june, the pt had the same reaction on a fresenius f-80 dialyzer as on a toray b3-2.0a filtryzer. Now the pt has been given proamatine a half hour before treatment and 2 hrs into the treatment. The pt had been dialyzed with toray b3-2.0a filtryzer 5 or 6 times before the first adverse event. And the pt had not experienced the same kind of adverse event before the first adverse event. The dialysis conditions were: qb=200-300ml/min, type of dialysate: bicarbonate, qd=500ml/min, priming: heparinized saline, anticoagulant: heparin.